Event description:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. Reference the additional manufacture narrative section for this justification.

Manufacturer narrative:
An emdr report was initially sent on 12/04/2020, based on the information which stated that the tip of the catheter was cracked. Upon further review of the complaint, the crack in the catheter has not been established as a reportable event as it has not caused or contributed to cause or contribute to death or serious injury. Therefore, this event does not meet the reporting criteria of a FDA MDR report.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. The photo provided confirms the report. The tip of the catheter does appear to be damaged and peeled back in the photo. No further evaluation can be performed without the product being returned. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion biliary dilation catheters are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook fusion biliary dilation catheter. The tip of the catheter was cracked before use.